Manufacturer narrative:
A siemens technical service representative provided the customer with the correct ssv, and instructed the customer to change the incorrect value.

Event description:
Discordant high glucose hexokinase ii (gluh) results were obtained on advia 1800 for an unspecified number of patient samples. The customer switched calibrator lots and used an incorrect ssv (system specific value) to calibrate the gluh method. This caused the advia 1800 glucose quality control results to be shifted high. The laboratory ran patient samples and reported the discordant results to the physician. After contacting siemens to verify the correct ssv, the customer re-calibrated the gluh method and re-ran the quality control samples. The customer site did not respond to siemens global customer support's request for specific patient data. The number of patient samples affected is unknown, and there was no information provided by the customer to indicate whether or not corrected results were reported to the physician. It is not known if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discrepant glucose hexokinase ii results.